Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and it passed. The pump passed the displacement, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no unexpected battery out limit alarm, no weak battery alarm and no missing segments/partial display noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners, a cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states their blood glucose level had been as high as 547mg/dl. The customer's levels had been as low as 95mg/dl. The customer treated the lows with glucose tablet. The customer treated the high with bolus. The customer states they received motor error battery out limit alarm, and had missing segments to the display. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.